Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that within the past five days the infusion device shut off several times during the night without first providing an error or alert message. In the morning the patient woke up with high blood glucose levels of 350 mg/dl.